Event description:
Sherlock showed catheter going down to the superior vena cava (svc), however did not show p waves. Clinical staff have had multiple problems with this catheter and the sherlock device not working.